Event description:
Procedure performed: lobectomy. Event description: during the procedure, the trocar was used for scope port and was places between the patient ribs. The or staff heard a crack noise and noticed that the trocar is broke into 2 pieces. Additional information received from an applied medical representative via email on 05mar25: there was no patient injury, they was released home. The break occurred at the shaft. The trocar was rotated alternating clockwise and counterclockwise direction with no difficulty insertion. The break was considered a clean break with no particulation. Laparoscope was inside the cannula at the time of the incident. Intervention: use a replacement. Patient status: no injury was released home.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft fracture. The wall thickness of the cannula shaft near the fracture was measured and found to be uneven. Based on the condition of the returned unit and the event description, it is likely the cannula fracture was caused by a combination of uneven wall thickness and higher force during trocar manipulation due to contact with the ribs. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lobectomy. Event description: during the procedure, the trocar was used for scope port and was places between the patient ribs. The operating room staff heard a crack noise and noticed that the trocar is broke into 2 pieces. Additional information received from an applied medical representative via email on 05mar25: there was no patient injury, they was released home. The break occurred at the shaft. The trocar was rotated alternating clockwise and counterclockwise direction with no difficulty insertion. The break was considered a clean break with no particulation. Laparoscope was inside the cannula at the time of the incident. Intervention: use a replacement. Patient status: no injury was released home.